Event description:
It was reported that the lead was explanted due to externalized conductors observed via fluoroscopy. The lead had to be surgically removed due to endothelization into the papillary muscle. The patient was in stable condition and recovering. New information received notes that the patient was currently on a life vest since a replacement procedure has not yet been scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 11.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.